Manufacturer narrative:
Additional information: the lesion being treated was a non-tortuous lesion in the ramus intermedius with 90% stenosis. Negative prep was not performed. Standard prep was performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Some resistance noted during removal of the device. No attempts were made to remove the dislodged stent as it was clearly lodged in. Another medtronic stent was used to crush the dislodged stent within the vessel with no issues. Patient age and weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an onyx frontier coronary drug eluting stent (des), stent dislodgement occurred during removal following a failed delivery. The lesion being treated was in the ramus. The device was inspected with no issues noted. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The dislodged stent was not removed from the patient. Another stent was used to crush the dislodged stent within the vessel. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Correction: other medtronic stents were used to crush the dislodged stent within the vessel with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.